Event description:
The facility reported an infusion pump with a failure code 810:04. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional info was provided regarding the demographics of the pt, the medication involved, or the device programming. No additional contact info was available.